Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, CAPA#400567 has been implemented. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced product damage/deformation while still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: material no. 309657, batch no. 8318675. Caller reported the syringe was cracked on the side when the packaging was first opened. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - 3ml syringe, 309657. Product lot # - 8318675. Did issue cause any injury? - no. Did customer require medical intervention? - no. Resolution - caller was able to successfully fill a cartridge. Customer declined replacements. No further action required. Bg was 120 mg/dl.

Manufacturer narrative:
Initial reporter occupation: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced product damage/deformation while still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: material no. 309657 batch no. 8318675. Caller reported the syringe was cracked on the side when the packaging was first opened. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance?: no. Product with issue: 3ml syringe, 309657. Product lot #: 8318675. Did issue cause any injury?: no. Did customer require medical intervention?: no. Resolution: caller was able to successfully fill a cartridge. Customer declined replacements. No further action required. Bg was 120 mg/dl.